Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if was there any patient consequence? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staples did not close properly: shape "b" malformed. The procedure was extended to 15 minutes. The stapling and the cut was re-performed with another device.

Manufacturer narrative:
(B)(4). Date sent: 02/14/2020. D4: batch # t5dg10. Device analysis: the analysis found that one ntlc55 device was returned with no apparent damaged and with two reloads present. The reloads (b & c) were received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. Reload b, c: sr55, t5c98f, fully fire. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information: a tissue sample was received for this complaint. The sample was CT scanned to assess staple form. No malformed staples were noted from the scans.